Event description:
It has been reported to philips that the detector will not rotate. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and could not confirm the reported problem. The fse flashed the board software to the detector as a precaution. The system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the detector was not rotating. Review of the system log file showed that there was issue with flat detector. As a part of troubleshooting fse reloaded the software on the controller board. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.